Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco handpiece was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to a calibrated resistance test box, where the resistance was found to be within specification. However, the dissipation was found to be out of specification. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications for the torsional movements. However, the longitudinal movements were found to be out of specification. Disassembling the handpiece revealed a damaged crystal stack. The customer reported event was confirmed through testing, which found a damaged crystal stack. However, how or when the crystal stack became damaged remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, a handpiece was not going into ultra sonic mode. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).